Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v127156, serial# implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that about 2 months prior to this report patient experienced loss of therapeutic effect and neurostimulator did not work. The patient was not feeling stimulation and had no control over her bladder. The patient was going through 10-12 pads a day. The patient stated she had some falls but she always has fallen because of her poor circulation in her legs. It was noted as patient pre-existing condition not related to interstim device. The patient could not connect with neurostimulator. The patient put in new batteries but it did not help. The patient reported getting poor communication when trying to synch. The patient try connecting again but reported programmer screen was stuck on the synchronizing now warning message. The patient was instructed to remove batteries and try again but patient screen was stuck and it would not do anything. Power off button would not work and patient stopped hearing beeps. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.